Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a battery cap issue on the insulin pump. The customer's blood glucose level was 469 mg/dl. The customer states they are unable to remove the battery cap on their insulin pump. The customer was advised to attempt to remove the battery cap with a quarter. The customer states they were able to remove the battery cap. The customer was advised to monitor insulin pump.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.